Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician had trouble fixing a right ventricular lead to the patient's myocardium during initial implantation surgery. Physician used a replacement product instead. Patient condition post-procedure was stable.

Manufacturer narrative:
Additional information: e1, e2, e3, g3.

Manufacturer narrative:
Analysis was normal. No anomalies were found.